Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain / pain"), device dislocation ("coil on the right side was not in the fallopian tube / migration of essure device - location of device: fallopian tube"), device breakage ("left coil was partially removed"), embedded device ("perforation (other) - myometrium / migration of essure device- location of device: myometrium") and pelvic adhesions ("adhesions") in a 40-year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 ((B)(6) 1990, (B)(6) 1992, (B)(6) 2000 and (B)(6) 2010), tubal ligation and cholecystectomy in (B)(6) 2013. Patient denies any dizziness, light headedness, sob, or chest pain.denies any bowel or bladder incontinence. Denies any nausea, vomiting, fever, chills, vaginal spotting, abdominal or pelvic pain. Concurrent conditions included body mass index normal, breast tenderness, vaginal odor, dysuria, uterine bleeding, post coital bleeding, uterine leiomyoma, abdominal pain, uterine enlargement, adenomyosis, back pain, constipation, dyspareunia and anesthesia. Family history included diabetes (mother). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), infection ("infection (other)"), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). In 2012, the patient experienced hormone level abnormal ("hormonal changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced visual impairment ("vision/eye problems- type: vision"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). In 2017, the patient experienced gastric disorder ("gastrointestinal or digestive system condition- type: stomach problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), device expulsion ("perforation (other) - myometrium / migration of essure device- location of device: myometrium") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen, omeprazole, panadeine co (tylenol #3), diclofenac, antibiotics, surgery (underwent bilateral salpingectomy on (B)(6) 2016) and surgery (lysis of adhesions on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, nausea and visual impairment was resolving, the device dislocation, device breakage, embedded device, pelvic adhesions, device expulsion, complication of device removal, bladder disorder, urinary tract disorder, infection, hormone level abnormal, alopecia, fatigue, gastric disorder, migraine, headache, vaginal discharge and weight increased outcome was unknown and the tooth disorder had resolved. The reporter considered alopecia, bladder disorder, complication of device removal, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, gastric disorder, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 138lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. (B)(6) 2016 : biopsy endometrium: benign mid secretory endometrium (B)(6) 2016 : cervical spine MRI : mild spondytytic changes with mild left-sided neural foramina! Narrowing seen at the cs-6 and c6-7 levels as detailed above. (B)(6) 2016 : surgical pathology report : diagnosis: - a. Fallopian tubes, right and left, bilateral salpingectomies: benign fallopian tubes with complete cross sections present. B. Foreign body. Essure device, removal: metallic coil consistent with essure contraceptive device. Blood test and urine test for bladder or urinary problems or changes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain (confirming pelvic pain), vaginal haemorrhage(confirming irregular vaginal bleeding) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain / pain"), device dislocation ("coil on the right side was not in the fallopian tube / migration of essure device - location of device: fallopian tube"), device breakage ("left coil was partially removed"), embedded device ("perforation (other) - myometrium / migration of essure device- location of device: myometrium") and pelvic adhesions ("adhesions") in a (B)(6) year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, parity 4 ((B)(6) 1990, (B)(6) 1992, (B)(6) 2000 and (B)(6) 2010), tubal ligation and cholecystectomy in (B)(6) 2013. Patient denies any dizziness, light headedness, sob, or chest pain.denies any bowel or bladder incontinence. Denies any nausea, vomiting, fever, chills, vaginal spotting, abdominal or pelvic pain. Concurrent conditions included body mass index normal, breast tenderness, vaginal odor, dysuria, uterine bleeding, post coital bleeding, uterine leiomyoma, abdominal pain, uterine enlargement, adenomyosis, back pain, constipation, dyspareunia and anesthesia. Family history included diabetes (mother). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), infection ("infection (other)"), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). In 2012, the patient experienced hormone level abnormal ("hormonal changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced visual impairment ("vision/eye problems- type: vision"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, 6 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). In 2017, the patient experienced gastric disorder ("gastrointestinal or digestive system condition- type: stomach problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), device expulsion ("perforation (other) - myometrium / migration of essure device- location of device: myometrium") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen, omeprazole, panadeine co (tylenol #3), diclofenac, surgery (underwent bilateral salpingectomy on (B)(6) 2016) and surgery (lysis of adhesions on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, nausea and visual impairment was resolving, the device dislocation, device breakage, embedded device, pelvic adhesions, device expulsion, complication of device removal, bladder disorder, urinary tract disorder, infection, hormone level abnormal, alopecia, fatigue, gastric disorder, migraine, headache, vaginal discharge and weight increased outcome was unknown and the tooth disorder had resolved. The reporter considered alopecia, bladder disorder, complication of device removal, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, gastric disorder, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 138lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. (B)(6) 2016 : biopsy endometrium: benign mid secretory endometrium. (B)(6) 2016 : cervical spine MRI : mild spondytytic changes with mild left-sided neural. Foramina! Narrowing seen at the cs-6 and c6-7 levels as detailed above. (B)(6) 2016 : surgical pathology report : diagnosis: - fallopian tubes, right and left, bilateral salpingectomies: benign fallopian tubes with complete cross sections present. Foreign body. Essure device, removal: metallic coil consistent with essure contraceptive device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain (confirming pelvic pain), vaginal haemorrhage(confirming irregular vaginal bleeding) . Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no sample and no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and to confirm any quality defect or device malfunction at this time. However, we cannot exclude the possibility of having a technical issue involved in the complaint.the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a qualit deficit per se. Most recent follow-up information incorporated above includes: on 12-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, infection (other), hormonal changes, perforation (other) - myometrium / migration of essure device- location of device: myometrium, hair loss, dental problems, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition- type: stomach problems, migraines, headaches, nausea, vaginal discharge, vision/eye problems- type: vision, weight gain, did you undergo an essure confirmation test? No.", reporter, lot number, and historical condition added from pfs. Historical and concomitant condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain"), device dislocation ("coil on the right side was not in the fallopian tube") and pelvic adhesions ("adhesions") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On (B)(6) 2016, 2219 days after starting essure, the patient experienced device dislocation (seriousness criterion medically significant) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device breakage ("left coil was partially removed") and pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (lysis of adhesions on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, device dislocation, device breakage, pelvic adhesions and complication of device removal outcome was unknown. The reporter considered pelvic pain, device dislocation, device breakage, pelvic adhesions and complication of device removal to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain. A bilateral salpingectomy and lysis of adhesions (pelvic adhesions) was performed. However, the coil on the right side was not in the fallopian tube (seen as device dislocation). The left coil was partially removed (seen as device breakage). The events severe and chronic pelvic pain, device dislocation and device breakage are regarded as anticipated according to the reference safety information for essure. The event pelvic adhesions is regarded as unanticipated. In this case, device dislocation was diagnosed about 2219 days after essure insertion, however the exact date and mechanism are not known. The device breakage could have occurred during removal of essure. Based on the nature of the events chronic pelvic pain, device dislocation and device breakage, a causal relationship with essure cannot be excluded. With regards to the event pelvic adhesions, no detail information was provided. Based on its nature and considering essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no sample and no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and to confirm any quality defect or device malfunction at this time. However, we cannot exclude the possibility of having a technical issue involved in the complaint.the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain. A bilateral salpingectomy and lysis of adhesions (pelvic adhesions) was performed. However, the coil on the right side was not in the fallopian tube (seen as device dislocation). The left coil was partially removed (seen as device breakage). The events severe and chronic pelvic pain, device dislocation and device breakage are regarded as anticipated according to the reference safety information for essure. The event pelvic adhesions is regarded as unanticipated. In this case, device dislocation was diagnosed about 2219 days after essure insertion, however the exact date and mechanism are not known. The device breakage could have occurred during removal of essure. Based on the nature of the events chronic pelvic pain, device dislocation and device breakage, a causal relationship with essure cannot be excluded. With regards to the event pelvic adhesions, no detail information was provided. Based on its nature and considering essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.